Event description:
The customer reported the coulter lh 780 hematology analyzer generated erroneously low neutrophils and elevated eosinophils without suspect messages on one patient sample compared to a manual slide. The erroneous results were reported outside the lab and questioned by the physician. However, there was no death, injury, or affect to patient treatment attributed to this event. An amended report was issued to the hospital.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. Bec requested raw data for evaluation; but the data was already deleted from database. A definitive cause of the incident could not be determined with the available information provided.